Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had loss of capture and high thresholds. Atrial pacing was abandoned. The lead is still in use. No patient complications have been reported as a result of this event.